Event description:
The affiliate reported that the customer assumed a valve dysfunction during an over drainage, slit ventricle, and distinct subdural hematoma. The valve was adjusted to 160mmh2o and a gravitation unit was implanted (competitor device). An attempt was made to adjust the valve to 200mmh2o and operate on the hematoma but there was no success. As a result, the valve was explanted.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation, the valve was visually inspected and it appears to be a needle hole in the silicone housing by the metal plate. It was noted that this complaint could not be confirmed. The device was visually and functionally tested and was found to work in accordance with the manufacturing specifications. The problem reported by the customer could not be duplicated in the laboratory setting. A review of the device history records confirmed that this device conformed to the required specifications prior to distributions. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.